Event description:
Customer reported via phone, the up arrow and b buttons weren't working on the insulin pump. Customer does not recall blood glucose value. No significant events which may have caused the device to alarm. Customer also mentioned he can't see the screen since parts of the screed were missing, customer navigates the device by memory. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.